Event description:
It was reported to gems that the ceiling mounted monitor boom fell 6 feet to the floor. A pt was on the table at the time and there were three staff close by, but no one was injured. The bolt had sheared causing the monitor to fall.